Event description:
A charge nurse reported that the console would not perform phacoemulsification during a cataract with iol (intraocular lens) implant procedure; even after the handpiece had been exchanged, the system would not respond. The surgery was completed with an alternate system, with no pt harm, following a delay of less than 15 minutes.

Manufacturer narrative:
Facility did not request service. No samples were returned for eval and no add'l info was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).